Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to an infection. A replacement leadless implantable pulse generator (ipg) was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.